Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 1053907, xx9d91007, w42dr1189, and xr9j41210. A search of the complaint database finds additional reported incidents against lot codes 1092398, 1068722, and 1062430 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint. -litigation alleges that patient experienced physical injuries, pain and suffering, and extreme weakness in the hip and quadriceps. Doi: (B)(6) 2003. Doi: (B)(6) 2003. Dor: none reported. Patient is a resident of (B)(6). Update: 8/5/2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. The patient was revised on the right side because of pain, metallosis, cup loosening. Records are available for further review.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.